Event description:
It was reported that there was a disparity between the daily battery voltage measurements and the one displayed at interrogation on the pacemaker. It was also reported that there were several non-sustained ventricular tachycardia episodes and oversensing on the ventricular lead. Both the pacemaker and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found with the battery voltage. On (B)(4)-2010, the telemetered battery voltage was 2.83 v while the daily battery voltage trend measurement was 2.96 v. This difference is within expectations (<150 mv). There was oversensing. Eleven non-sustained ventricular tachycardia episodes of less than 220 ms were recorded between (B)(4)-2010.